Event description:
It was reported that during the procedure the wire did not coil - produced straight shot. No patient injury.

Manufacturer narrative:
Complaint confirmed for straight shots due to a broken tip. It appears that the tip was exposed to some type of stress causing the tip to break.